Manufacturer narrative:
Correction a5a: ethnicity updated. Correction a5b: patient race updated. Correction b1: adv evnt/prod prob updated. Correction b2: outcome attributed to adverse event updated to other (no treatment given). Correction h1: type of reportable event updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a concomitant surgical procedure of mitral valve repair and tricuspid valve repair through sternotomy. During the same procedure on the (B)(6)2023  a cryoflex probe powered by a cryoconsole, and a cardioblate lp clamp powered by a cardioblate generator were used. The left atrial appendage was amputated/excised and oversewn. Left pulmonary vein (lpv) and right pulmonary vein (rpv) conduction block was not performed. The surgeon attempted to perform conduction block testing but was not able to do so as the patient was still in atrial fibrillation.  On the (B)(6)2023 the patient experienced atrial flutter on one month electrocardiogram (ECG) study. The patient status was recovering/resolving. The adverse event was deemed by the site as unlikely related to thestudy devices, study procedure and concomitant procedure.